Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the act button of the insulin pump is not working. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.